Event description:
The head of the theatre reported to our sales rep that she was observing a surgery procedure. During this she observed that there were problems during distal locking with the reported device. There was no delay, a replacement was available and the surgery was successfully completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.